Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle housing on the sensor was stuck on the serter. Customer's blood glucose level was 27 mmol/l. Customer treated their high blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.